Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case # (B)(4)- npi 8100 error code 200.5040. Other- specify in comments. There is no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(4) customer just needed help with finding the correct file name and extension. Case resolution: I explain to the customer that he would need to re flash the 8100. I also explained to the customer that if when he re flash the 8100 and if the error code doesn't go away then you have a bad logic board and that board would need to be replaced. (B)(4).